Manufacturer narrative:
Concomitant products: product ID: 3550-68, product type: screening device. Product ID: 3550-68, product type: screening device. (B)(4).

Event description:
The manufacturer representative reported that a brand new lead was being placed for stage 1 and it was fractured. The fracture was confirmed by way of a twist-lock impedance test after the lead wire had been placed in the brain. Impedances showed a short with 32 ohms on all contacts. A different twist lock was used to rule out if there was an issue with the twist lock but they still got the same results. There were no known patient symptoms. The manufacturer representative believed that damage could have been done from the depth stop gauge being seated too high because of possible technique issue. The fhc depth stop was used. The clinic that the procedure was performed at didn't use dbs extensions so therefore the location of the stop gauge was typically a good 10cm from the proximal end of the lead instead of the typical 6-7 mm. This event occurred intraoperatively. The indications for use (ifus) were unknown.

Event description:
Additional information received from a manufacturing representative reported the patient's lead was replaced, but to contacts had impedances of 32 ohms again. The health care provider (hcp) loosened the screw in the depth stop about a 16th of a turn and the issue was resolved. There were no adverse effects on the patient.